Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation at 10.0cm to 10.5cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.